Event description:
It was reported that since lens system installed, yellow tinted image show up occasionally. Replaced ccu 4 times (4 ccus failed) and camera head, light cable, scopes all have been changed and check condition is fully good. However still yellow image shows up. No patient injury was reported. Back up was used to complete the procedure. A delay greater than 30 minutes was reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.